Event description:
Customer reported that the syringes were splitting down the side when used to draw chemo drugs. This was reported to have occurred on 8-10 occasions. No information was received regarding any serious injury as a result of this product issue.